Event description:
It has been reported to philips that the plastic cover on the arm fell off. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and put back the cover and tightened the collar which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the cover of the arm of the lead screen fell. Upon some functional test, fse found that the cause is the bad design of the mavig plastic cover. Fse put back the plastic covers in place with tie-wraps collar and added all the arm covers to prevent their fall. After putting back the plastic covers in place, the system returned to use in good working order. The codes were updated based on the investigation outcome.